Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had received multiple, intermittent occlusion alarms. After the past alarms, the customer would change the pump supplies and resume insulin delivery. After the pump supply change, another occlusion alarm would occur. The customer's current blood glucose (bg) level was 158mg/dl. During troubleshooting with tandem technical support, the cartridge and infusion set tubing were found to be operating as expected. The customer declined to change their infusion set site as they had already changed their site three times. During follow-up, it was reported that the customer changed their pump supplies and successfully resumed all insulin deliveries. The customer was unable to isolate where the occlusions had occurred from.